Manufacturer narrative:
Additional information was received that the physician had decided not to move forward with the explant. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing itching at the pocket site and also had pain when it was touched. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing itching at the pocket site and also had pain when it was touched. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physician's preference. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing itching at the pocket site and also had pain when it was touched. The patient will undergo an explant procedure.